Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had reverted to the setup mode. The patient indicated that the alleged issue started on at 9:00 pm on an unspecified date two weeks prior to contacting lfs the same day. As a result of the alleged issue, the patient administered self-care by taking metformin and lantus insulin at unspecified times. The following day at 5:00 am, the patient claimed that she developed symptoms of dizziness and heart palpitations. The patient administered self-treatment at 5:03 am that same morning by drinking orange juice. The patient denied that her blood glucose was tested on another device during the time of concern. The patient did not know if the alleged issue started before or after the device's battery had been replaced. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.